Event description:
Kimberly-clark received a report stating that the patient was extubated and continually complained of a sore throat. Upon further examination the patient coughed up a 3.5 centimeter distal tip segment of the suction catheter. The patient exhibits no ongoing issues, pain or problems. The patient dislodged the 3.5 centimeter tip 1.5 days after extubation.

Manufacturer narrative:
Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.